Event description:
It has been reported to the co that the valve of this device leaked during the procedure. The device was removed and replaced. The pt is reported as fine and the device is being returned for the co's analysis.